Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 3, while the hp was connected. The hp did not press stop when the hp disconnected from the hc during dwell. As a result, the hc advanced to drain cycle while the hp was not connected and then the hp reconnected to the hc. The technical service representative (tsr) explained the meaning of the alarm. The tsr assisted the hp with clearing the alarm by cycling the power. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies, and also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.